Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, six months post implant of this bioprosthetic valve, this device was replaced with a bioprosthetic mitral valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The explanted device was not returned for analysis. Without the return of the valve for analysis, a definitive root cause of the prolapsed leaflet cannot be determined. Multiple attempts to obtain additional information regarding the suspected endocarditis have been unsuccessful. This event the occurrence of potential endocarditis was greater than 12 months post implant (greater than 4 years). Based on the descriptive comments outlined from the journal literature, complaints which occurred greater than 12 months post implant were largely considered to be community acquired (refer to note 1). Therefore, it was unlikely that the endocarditis originally came from the device and/or manufacturing valve process. Note 1 - mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received states the mitral bioprosthetic valve exhibited severe mitral regurgitation due to a prolapsed leaflet, with suspected but not confirmed endocarditis. The device was explanted and sent to hospital pathology. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.